Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula found no damages. The data downloaded from the device did not show any timeouts or drive stalls during the run. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.